Event description:
It was reported that the patient experienced a shocking sensation while at a hospital visiting a relative. She was around a "whole bunch of special machines" providing life support for her relative. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).